Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative suspected difficulty in registration caused the reported issue. Changing the registration process resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess), navigation system displayed a low performance error message multiple times. The issue occurred towards the end of the procedure. Navigation system was restarted between surgeries. The procedure was completed with the use if navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.